Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector leaked. The following information was provided by the initial reporter, translated from japanese to english: leaking from maxzero. Infusion leakage occurred, but it is unclear from which part. Continued use on the hub of the grochon catheter for about 3 weeks. Additional information received from the customer: please confirm how the fault was identified? Leak detected during infusion. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Leak detected during infusion. The source of the leak cannot be identified. Impression that the leak appears to be coming from the maxzero area. Please confirm the make and model of the connecting product(s)? Unknown. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No visible damage can be identified. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Unknown.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: two mz1000 samples were received without packaging for investigation. No residual fluid was present, and no associated connecting product was provided to aid the investigation. The customer reported a saline leakage but was unable to specify the source. No lot number was provided. The returned samples were subjected to pressure testing using a 50ml bd plastipak syringe. Of the two samples tested, the first exhibited leakage. Upon closer inspection, a crack was identified on the female luer adaptor, fla. The remaining sample did not leak during testing, although a crack was also observed on the la. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience. No obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 component in the past 12 months.